Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Rep reported that the patient's right hip was revised due to a subsided stem. Patient was revised to restoration modular 21+10 cone stem and 56+5 ceramic head. No further information will be provided by the hospital or surgeon.